Event description:
It was reported there was a loss of therapeutic effect and an increase in pain at the time of the report. This started on the saturday prior to the report when the patient loaded up his car and then he could not stand up. When the patient slept, he had to turn the stimulator down and when he woke up he was in pain. The patient saw the doctor on the day of the report and they could not fix it. It was noted the patient was coming off all of the narcotics including tramadol, a fentanyl patch, and oxycodone from before the stimulator was put in. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(4)2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2014, product type: lead. (B)(4).